Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual inspection of the sample indicated the luer lock was completely broken apart. Quality engineering determined the most probable cause to be that luer lock was not clicked after connection, hence making it more difficult to disconnect and therefore, a misuse by the customer. No repairs were made as this a single use device. Additional information: a labeling review was completed and a depiction has been added on the pouch to remind the user on the click function. This has been done in (B)(4) 2011. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The customer returned an additional sample consisting of the bottom part of a solution administration set (consisting of a stopcock, tube and a luer) for evaluation. Upon visual inspection, the additional sample was observed to have the luer lock (located below the tube) completely broken off. The process step is unknown. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.